Event description:
Customer's father called to report the pump had a partial display. It was stated that the batteries were changed, but the partial display continued. Additionally, the unit had a no delivery alarm. Troubleshooting was performed. The device alarmed right away. Pump was not dropped, bumped, or exposed to moisture.